Manufacturer narrative:
The device was returned to olympus for evaluation and the customer' s allegation was confirmed. There was a cut on switch button number four causing water tightness to be lost. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited air/water leakage and liquid ingress during an internal inspection. The device was returned and device evaluation revealed damage of the acoustic lens surface and a gap between acoustic lens and ultrasound probe of the gastrovideoscope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.